Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event.the system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure that multiple errors occurred against the integrated electrosurgical unit (iesu) generator. The intuitive surgical inc technical support engineer (tse) reviewed the system logs and confirmed the reported errors. Both the monopolar and bipolar energies were not working. The tse advised that for monopolar energy, the usage of "classic" mode instead of "swift" mode may help as a workaround. The caller said declined to use this workaround. The caller confirmed that the iesu had been rebooted, with no resolution. The procedure was aborted, with no reports of patient involvement.